Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
It was reported that the back hydraulic foot was bent out of shape and the rubber end was missing. The robot was transported between the children's hospital and the adult hospital the night before for a surgery. The metal foot was replaced with a new one and a substitute rubber piece from a different machine was used to provide friction and support on the ground.

Manufacturer narrative:
According to the visual inspection of the returned part, the axis of the foot is bent. No other damage is visible, the threads are in good shape. The most probable root cause is that during transportation of the robot a shock occurred and bent the foot. The foot was replaced for repair purposes.

Manufacturer narrative:
It has been identified during internal review that the reported manufacturer awareness date and/or event date were not correct. The event date was initially recorded as (B)(6) 2018, however this date should have been (B)(6) 2018. The awareness date was initially recorded as (B)(6) 2018, however this date should have been (B)(6) 2018. This medwatch report has been submitted to provide the correct awareness date and/or event date. This correction does not impact the timeliness of the previous reports or the investigation conclusions.